Event description:
It was reported that the health care professional (hcp) reached up to technical services (ts) regarding concerns about the out-of-range shock impedance measurements. It was noted that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited a red call doctor icon due to the right ventricular (rv) lead exhibiting out-of-range shock impedance measurements. Troubleshooting options were discussed and the hcp is going to discuss them with the physician. Currently, the rv lead remains in service and no additional adverse patient effects were reported.